Event description:
Removal of endosseous dental implant. Implant was placed on 2/25/97 in site #3 (class IV bone) during a complex procedure in which a sinus graft and bone augmentation was performed using autogenous bone. The clinician reports that the reason for implant failure is due to poor sinus graft density. The implant was removed on 4/30/97.

Manufacturer narrative:
Report sent to MFR for evaluation. Upon receipt of the MFR's evaluation an additional info report will be filed with FDA.